Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer also reported that insulin pump alarmed for insulin flow blocked but after troubleshoot insulin exited. Customer was treated with manual injection and declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.